Event description:
A report was received that the patient underwent an ipg explant due to pain at pocket site. The patient indicated that discomfort was present around ipg and buttock area. Impedances showed normal. The physician does not know if the pain is device or procedure related. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the leads remain implanted in the patient. The returned ipg passed visual, performance and electrical tests. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. The reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed.

Event description:
A report was received that the patient underwent an ipg explant due to pain at pocket site. The patient indicated that discomfort was present around ipg and buttock area. Impedances showed normal. The physician does not know if the pain is device or procedure related. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial: (B)(4), description:linear st lead, 70cm.